Event description:
It was reported that the colonovideoscope had a noisy image. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address 1 (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was no image displayed a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. And for no image displayed due to damage to the charged-couple device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.